Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The interconnect cable was disassembled and adjusted.

Event description:
The customer reported that the stenoscop system would short out and shut down. No pt injury was reported.